Manufacturer narrative:
Package labeling already indicates that consumers should consult with their doctor before use if they have diabetes. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.

Event description:
A doctor reported treating a diabetic patient who experienced burns from the use of the product. The doctor was also concerned about package labeling regarding use by consumers with diabetes. No further information was provided due to doctor-patient confidentiality.